Event description:
The report indicated that the customer's bgs elevated over a nine hour period resulting in high bgs (267-419mg/dl). Multiple correction boluses and manual injection were administered, but were ineffective at lowering her bgs. A kink was seen in the cannula, though the pod did not alarm. After consecutive high bg readings, the pod was deactivated and a manual insulin injection was administered. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.